Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% in-stent restenosis of a non-bsc stent was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.0mmx150mmx150cm sterling¿ balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 6mm x 150mm non-bsc balloon catheter. No patient complications were reported.